Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a bolus delivery. The customer was able to complete the rewind process before the call. However, a motor error alarm recurred while troubleshooting and the customer was unable to complete the rewind sequence. Customer's blood glucose level was 116 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. Unable to confirm e70 alarm due to erased history file. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and cracked on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.